Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was 500 mg/dl. Customer stated that the insulin pump received insulin flow block alarm. Customer was currently on shot. No further details given. Device will not be returned for analysis.